Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: micro connector unit in scope connector was dirty. Based on the results of the investigation, it is likely the following led to the malfunction: micro connector unit in scope connector was dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced an error e227 (scope communication error) code during reprocessing. There were no reports of patient involvement.